Event description:
Reportedly, the surgeon was performing an open gastric bypass on a pt, with a narrow abdominal cavity. He took the endo gia universal handle, and loaded it with a 45 2.0 cartridge, articulated the cartridge and he noticed that the jaws of the instruments were narrower than usual. Surgeon did not fire the instrument, he asked for a second gia universal handle and loaded the cartridge, repeated the steps, the jaws of the instrument still appeared narrower than usual when articulated, but he proceeded to insert the tissue into the instrument anyway. Closed the instrument and fired the handle. The staple gun fired and performed as normal, however, surgeon pulled back on the black return knobs and the instrument did not open. At this point, he decided to cut out the stapler and removed it from the tissue, bleeding was controlled by over-sewing the tissue with suture. At this point, surgeon took out a third universal handle and proceeded to finish the case with no issue. O.r. Nurse was able to remove the tissue by cracking the gun handle.